Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. The customer mentioned that their blood glucose was as low as 32 mg/dl the night before. The customer was treated for the high blood glucose with manual injections. The customer requested for assistance to program their insulin pump. The customer was informed that a trainer will call them soon to assist them with their issue. The customer did not troubleshoot and did not send the product back for analysis.

Manufacturer narrative:
After further review of the complaint, it was determined this complaint was submitted in error. The device did not contribute to a reportable serious injury.

Event description:
The customer had been off insulin pump therapy since (B)(6) 2016 due to being unable to program the replacement device. The high blood glucose and low blood glucose the customer mentioned was not due to the insulin pump.